Event description:
It was originally reported that the patient experienced problems recharging. The patient programmer and recharger were unable to communicate with the neurostimulator (ins). The patient last recharged 3 months ago. Primary reason for the overdischarge was the patient's incompetence. The company representative was able to initiate a physician reset. The patient wanted to complete the recharge at home. It was later reported that the patient's battery had not been charged for over a year. A physician mode recharge was attempted twice, but was unable to work due to the ins not having enough charge. A power on reset occurred due to an overdischarge and was unable to be cleared. The patient experienced a loss of therapeutic effect. The patient was in excruciating pain due to being shocked and unable to turn the stimulation off.